Manufacturer narrative:
The vig2e monitor was returned for evaluation. The reported issue was not confirmed by the evaluation. It was connected to the workshop simulator and the co and svo2 were simulated successfully for several hours, with no faults found. The hospital and patient's data was received. This device was returned and the last vigilance ii was shipped on (B)(6) 2013 which shows that this device is not within its standard warranty. The device history record was reviewed; no related non-conformances were found. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with a patient, this vigilance ii monitor gave incorrect values. The monitor failed to calibrate the first time and the error message "oximetry calibration error" was observed; therefore, no svo2 values were displayed at that time. The device calibrated on its second attempt but gave incorrect values. The incorrect values were cardiac output (co: 9l/min), continuous cardiac output index (icco: 5) and the svo2 was not given. The expected values were co: 3l/min, icco: 1 and svo2: 50%. The patient did not receive treatment based on the wrong values. No error messages appeared at this time. There was no allegation of patient injury. The monitor was available for evaluation.